Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic assisted colectomy - "this is a complaint from the market. Administrative no.(B)(4). Report from the sales rep - at the beginning of operation, some pieces of the septums were found inside the patient cavity, caused by inserting/removing stapler , metzenbaum scissors ,grasper and dissector into/from the returned two ctr73, one c0r47 and two ctr05 trocars during laparoscopic assisted colectomy. The customer guessed that this incident occurred when using dissector through ctr73 trocar. All of the pieces were completely removed. Unfortunately, it seemed that the customer wasn't able to identify which model trocars the pieces of the septums were derived from. Initial investigation report by aomori olympus - the event units: one piece of the septum, two ctr73, one c0r47 and two ctr05 trocars were returned to olympus and visually inspected. Two ctr73 trocars were found to be damaged and missing a portion on their septums. The returned piece approx. 4.7 mm x 6.8 mm matched the missing portion of first trocar most likely, out of all locations of the two trocars in shape, as shown in the left and center pictures. <first ctr73> cer 2016-0353: as seen in the left pictures below, after putting the piece onto the missing portion of the septum, a small missing part (size 1.9mm x 3.7mm x 5.9mm) was found on the damaged septum shown in the left picture. It seemed that the piece was not returned to oly. <second ctr73> 2016-0356: as seen in the right picture below, the missing part (size 4.6mm x 9.3mm) was found on the damaged septum shown in the right picture. The piece was not returned to oly. The red lies shown in each of pictures represent measured lines. The units will be returned to amr for further evaluation. Admin#(B)(4)." Patient status - "no patient injury".

Manufacturer narrative:
Evaluation summary: the event unit was returned for evaluation. Upon visual inspection, engineering confirmed that the septum, a component within the seal, was fragmented . Engineering used photographs provided by the hospital to confirm that the fragment matched the hole left in the septum. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. Engineering believes that the septum was damaged by an instrument. There is always a potential to tear or dislodge the internal seal components with sharp or angular instruments. The instructions for use (IFU) warns that "extra care should be used when inserting angular and asymmetrical instruments, such as "j" hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.